Manufacturer narrative:
The pump alarmed motion sensor test failure during the rewind due to a motor encoder signal out of phase. Unable to perform the operating currents, unexpected restart, self-test or functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the alarm. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed. Customer stated the reservoir was empty and when customer tried to rewind and she was unable to rewind due to alarm. The customer's blood glucose was unknown. The customer was advised the pump will be replaced.